Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis: the valve was visually inspected, no defects were noted. The valve passed the test for programming, flushed, leak, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to biological debris interfering with the valve mechanism, at the time of investigation no functional issues were found.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a patient with headache. The certas valve was implanted in 2017 and set to 7 and in (B)(6) 2018 the patient started complaining about headaches. Nothing was done for the headache until (B)(6) 2019 when her shunt was dialed to 8 with no improvement. The patient had an icp monitor last month that showed icp¿s from -18 to -3, and a nuclear med shuntogram that showed immediate shunt drainage despite the pressure set to 8. The valve was explanted on (B)(6) 2020, and it was completely incompetent when interrogated with a manometer. It was disconnected distal to the valve where there was active flow through the valve. A new certas valve was implanted and the patient improved following the replacement, prior to that, the patient has severe overdrainage headaches. Unfortunately, due to excessive overdrainage for over a year, she has changed her csf dynamics and medical staff is still working to find an optimal setting for her valve which is different than her prior settings.